Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 -9.5/1.5/095 implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. Excessive vault was observed. Lens exchanged with shorter length lens on (B)(6) 2024 and problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
(B)(4).